Event description:
The customer contact reported the pt received less medication than intended. The tubing set was connected to a filter extension set and was being used to deliver an unspecified concentration of pitocin, via a symbiq pump, to the pt who was in labor. After the pt delivered the infant, it was reported that the pt began to hemorrhage. It was reported the tubing set was removed from the pump to deliver the pitocin at an unspecified faster rate; however, the anesthesiologist reported the flow rate was not fast enough. There were no reported adverse pt effects. No medical interventions were required. Although requested, the customer contact could not provide any add'l event info, including what was done to increase the rate of delivery of the medication.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).